Event description:
It was reported that the pt underwent a nissen fundal plication laparoscopically, during which an unknown suture (the suture type used is at question and not clearly defined) was used to close the diaphragm. 4-5 weeks following surgery the pt developed a volvulus at the suture line and required a second procedure. During a second procedure, the esophagus was inadvertently lacerated, which reportedly caused other undefined complications.